Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck in stent. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid right coronary artery. The lesion was predilated with a 3x20mm non-bsc balloon catheter and a 3.5x38mm non-bsc drug eluting stent was implanted. An f/g atlantis sr pro² imaging catheter was advanced. After pullback, the f/g atlantis sr pro² ivus catheter was stuck in stent when the physician tried to remove this device from the patient. The physician believes it was possible that the stent was not well apposed. After about 30 seconds, they successfully removed the f/g atlantis sr pro² ivus catheter together with the guidewire as one whole unit. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck in stent. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal to mid right coronary artery. The lesion was predilated with a 3x20mm non-bsc balloon catheter and a 3.5x38mm non-bsc drug eluting stent was implanted. An f/g atlantis sr pro² imaging catheter was advanced. After pullback, the f/g atlantis sr pro² ivus catheter was stuck in stent when the physician tried to remove this device from the patient. The physician believes it was possible that the stent was not well apposed. After about 30 seconds, they successfully removed the f/g atlantis sr pro² ivus catheter together with the guidewire as one whole unit. The procedure was completed with another with the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Kinks were observed in the sheath assembly at 13.8cm, 41.5cm, and 57.1cm from femoral marker at the distal end. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).